Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that when an ar-3636 knotless 1.8 fibertak implant was first inserted, the suture knot did not secure itself properly to the bone and when it was removed it was noted the shaft was bent at its most distal end. This was discovered during a procedure with no patient harm.